Event description:
Kimberly-clark received a report stating kimberly-clark received a report stating the patient was intubated with a size 8 et tube and developed an air leak. Cuff showed a tear upon removal. Patient was re-intubted with a size 7 tube which also was removed due to an air leak. A tear in the cuff was noted in this tube also upon removal. Patient stable after intubation with a 3rd et tube. Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified as record 6638.

Manufacturer narrative:
We were unable to search the device history record as a lot number was not provided. Sample evaluation confirmed a leak in the cuff of 8.0 mm et tube. Investigation is not completed at this time. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations.